Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. D2b. Medical device type: jka. E.4: the initial reporter notified the FDA. Medsun report # (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the hub separated from the device after phlebotomist activated the safety shield. The needle then came out of the customer's arm. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Therefore, 30 retained samples were subjected to sleeve function testing, and the reported defect was not observed. In addition, the 30 retain samples were subjected to retraction lockout testing and all were able to be activated properly with no evidence of defects, device separation, or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separation during use. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the hub separated from the device after phlebotomist activated the safety shield. The needle then came out of the customer's arm. No adverse impact was reported regarding the patient or user.